Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1812602: 907463: deflation. Device returned to device analysis. 1308094: deflation. Device returned to device analysis. 2069907: deflation. Device not returned to device analysis. Even though there were 3 additional complaints of deflation for this lot number, 2 devices were returned, and after inspection no workmanships were detected. The search criteria of these queries are mentioned on (B)(4) wording guidelines for complaint investigation closure revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage and an opening assessed as unidentified (tear) opening. ¿ plug strap separated: not observed. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted.